Event description:
It was reported that the ventilator became attracted to an MRI scanner. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to provided information, the ventilator was being returned into the scan room after room cleaning and was left without the brakes being applied. Some physical damage did occur to the ventilator but no service has been requested. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Since the ventilator was brand new and never used, it had not yet been tested according to the specifications so there was not yet a signed mr environment agreement. According to received information, the 200 gauss (20mt) safety line was marked but the wheels of the ventilator were not locked. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment. H3 other text : 4117

Event description:
Manufacturer's ref #: 273954